Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to correct patient's pcr results. Please see updates: g3, g6, h2 and h6. The patient's pcr test was confirmed to be positive.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed between (B)(6) 2021 on an unknown sample. Repeat testing was performed between (B)(6) 2021 and test generated negative results. Pcr confirmation testing was performed on (B)(6) 2021 with an unknown sample and negative results were provided (B)(6) 2021. The customer stated the patient was showing symptoms similar to a sinus infection. The customer reported the symptoms of sinus infection and negative covid result to their healthcare provider over the phone. The consumer reported that the she traveled to europe to see her father in the hospital and wanted to test hersel for covid just to be safe, before going to the hospital. After experiencing a fever, the consumer took another binaxnow test and it was again negative. The consumer assumed it was a sinus infection, but went to the doctor because they had tested negative three times with the binaxnow test. The consumer reported the doctor also assumed it was a usual sinus infection from smoke. The consumer reported that two days later after feeling horrible, she asked her doctor if a pcr test could performed. The consumer reported she had gone to an ear/nose/throat doctor and there was were two patients and a doctor were not wearing masks, and she also went to her doctor's office, where in the waiting room there were more than a dozen people waiting without masks. The healthcare provider prescribed steroids for sinus infection and tylenol.